Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing, however device received with corroded electronic assemblies, and cracked keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump button was unresponsive. Customer¿s blood glucose level was 242 mg/dl at the time of incident. Customer stated that has to press more than once and harder to respond. Customer stated that insulin pump keypad had air bubbles. Customer stated that scroll bar was not moving with no input. Customer states that there was a response from a button. Customer states the button was not unresponsive during an easy bolus attempt. Customer stated that insulin pump was exposed to moisture. The insulin pump will be returned for analysis.